Event description:
Per independent repair statement, the unit was alarming or red light. The key failure was the pilot valve to the manifold was contaminated. Additional malfunction was the power switch to the control panel had a short circuit.